Manufacturer narrative:
Sterile expiration date is n/a. Complaint sample was evaluated and the reported event was confirmed. The hex bolt is fractured and has come out of the frame , the diameter and the hardness are confirmed to print specifications. Device history record was reviewed and no discrepancies were found. The failure mode has also been addressed with a design change to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the impaction of the cup, the distal screw of the impactor broke when unscrewing from the cup. No harm was done to the patient, and there was no delay in surgery. All broken pieces were retrieved. No broken part came in contact with the patient. No adverse events have been reported as a result of the malfunction.